Event description:
A peritoneal dialysis patient reported when he attempted to set up for treatment, he received a message to remove the cassette. When he removed it, he noted the cassette was leaking. There is no report of patient ill effect and there is no sample available for evaluation.